Event description:
The customer reported that when they switch on machine it shows "error 8". An error 8 indicates a malfunction occurred in the charging circuit which could impact the delivery of therapy. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.